Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being damaged was not confirmed. The modular cable (lot number unknown) was not returned for analysis, and no alarms were reported as a result of the event. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the modular cable was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The lot number of the modular cable was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch (B)(4) was received on 17mar2025. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient arrived to clinic on (B)(6) 2024 with noted damage to modular cable and damage to the outer casing of the black power lead on the system controller. The controller and modular cable were replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.